Event description:
The customer reported a leak from the flow cell area on the unicel dxh 800 coulter cellular analysis system. The volume was reported as 1 ml and the leak was contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated.

Manufacturer narrative:
The field service engineer (fse) found the seal at the bottom of the flow cell was slightly cracked causing a slow leak from the bottom of the flow cell. The fse replaced the flow cell resolving the leak reported. (B)(4).